Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the pacing leads would not screw into the implantable pulse generator (ipg). The ipg was not used and replaced. The leads would also not screw into the replacement ipg. The ipg was replaced and the second replacement device was implanted successfully. No patient complications have been reported as a result of this event.